Event description:
Philips received a complaint on the patient information center ix indicating the system did not trigger a vtach alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated during an evaluation of the system and the device clinical logs that the system did trigger the correct alarm at the specific time and date in question. The rse reviewed the system clinical logs with the customer.